Manufacturer narrative:
Additional information has been requested from the healthcare provider. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient with an ew surgical valve was brought into the operating room for a valve-in-valve procedure due to pulmonary stenosis indicated by previous CT. Intra-procedural hemodynamics and preliminary angiograms indicated that the surgical valve remained fully functional and patient issues were attributed to the surgical conduit. The stenosis was in the conduit leading up to the valve and not the valve itself. The patient has since been referred for surgical consult. The patient has been deemed to be an ineligible candidate for transcatheter heart valve therapy and remains under consideration for valve replacement.